Manufacturer narrative:
Patient information was unavailable from the site. Site representative reported that the issue was resolved over the phone by following medtronic representative recommendations. It was reported that the site was able to perform rotor alignment which resolved the issue. The door of the imaging system could be opened and closed without any issue. No parts have been received by the manufacturer for evaluation. Issue resolved via troubleshooting.

Event description:
A site representative reported that during a procedure, the door of the imaging system would not close. Site left the imaging system in open position and it would not close. Site used a second imaging system to complete the procedure. No information was provided on delay to procedure and patient outcome.